Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The patient reported they experienced a loss of stimulation and a loss of therapy. The patient stated they recharged their implantable neurostimulator (ins) but when I turn it on I don't feel anything, which started happening a week prior. Relevant medical history includes non-malignant pain and lumbar radiculopathy. During the call the patient charged and was getting two boxes filled in, and the ins battery was three quarters full. The patient stated that stimulation was off, so she turned it on but still didn't feel stimulation. The patient programmer (pp) was used and showed that stimulation was on and was at 6.0 volts, but the patient wasn't feeling any stimulation. There were no falls or traumas reported, no recent emi exposure, and the change in stimulation wasn't related to positional movement. The manufacturer's representative (rep) later reported that impedance testing was performed and all left lead combinations were greater than 40,000 ohms, and all impedances on the right lead with electrodes 14 and 15 were greater than 40,000 ohms. It was noted the patient was meeting with the healthcare provider (hcp) on (B)(6), and an x-ray would be performed at that time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.